Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Therefore, the alleged product issue could not be confirmed.

Event description:
It was reported that an embolization coil implant unwound after deployment during a splenic embolization case. The coil strand unwound from the splenic artery to the radial access point. Three days later, the patient had a CT scan which demonstrated coil migration within the lumen of the aorta. The patient returned to the operation room the next day for a right brachial exploration and removal of the coil wire.